Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - the manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's blower motor and system board were replaced to address the issue. In the previous report, section b3 event date, section b5 operator of device, section g2 report source and section g3 date received by mfg was incorrect. It has been corrected in this report.